Manufacturer narrative:
The intuitive surgical, inc. (Isi) sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). The sureform 60 stapler has not been returned for evaluation and the sureform 60 blue reload is not available fore turn to isi. Therefore, failure analysis of the product related to the complaint cannot be performed. A site history complaint review was performed and no related complaints were found for the product. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product information. No image or video clip of the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon noticed the staple line was missing at the end of the procedure. The customer converted to laparoscopy to address the issue. At this time, the root cause of the patient's intra-operative complication is unknown. Although there was no reported injury as a result of the issue, if the failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a gastric bypass the customer had issues with the sureform 60 stapler not working. The surgeon noted that the staple line was not stapled. The procedure was converted to laparoscopy to complete it. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales rep (csr), who was present for the procedure, to obtain additional information. The reported issue occurred while the sureform 60 stapler was in use with a blue reload. The csr could not confirm whether the customer inspected the instrument prior to or after use. There was no bleeding and no leakage as a result of the reported issue with the sureform 60 stapler. The customer did not feel the stapler worked properly, but no errors were noted. There were no obstructions, no buttress material used, and no malformed staples reported. No clamping issues were noted. No tissue bunching or tension were noted. The procedure was converting to laparoscopy for completion. The sureform 60 stapler instrument is available for return, however the blue stapler reload is not available. There are no images or procedure video available for review.